Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 700 mg/dl at the time of incident. The customer was treated with insulin drip and hep drip in the hospital. Customer reported that the insulin pump had multiple pump errors. Customer also reported that they were able to clear and rewind insulin pump. Customer reported that insulin pump passed self-test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. No charge/battery anomaly, unexpected low battery alarm, unexpected restart alarm or unexpected external ram crc alarm noted during testing. Device was unable to prime during prime test due to faulty force sensor resistance (gold). Unable to perform the occlusion test, excessive no delivery test and the dat test due to prime anomaly. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip and a stained/damaged address serial number label.